Manufacturer narrative:
Vyaire medical investigation file # (B)(4). Currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The device has not been returned for evaluation.

Event description:
It was reported to vyaire medical the customer is having low volume issues. Both vti (total inspiration volume)/vte (total expiration volume) are around 300ml when set at 500ml. Patient involvement is unknown.